Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion of the reported event. The device is an OEM product (original equipment manufacturer) device, and no known manufacturing abnormalities or variations noted related to the reported failure. It is confirmed however, that 5 years and 7 months have passed since the device manufactured. The root cause of the reported issue was not identified. It is presumed the¿ no image appears on the monitor¿ reported issue likely due to the image processing was damaged. The lcd panel has failed. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure, the user manual states: if an irregularity is observed during use of the monitor, stop operation of the monitor. Some problems may be correctable by referring to the following procedure. Damage or irregularity in the monitor may compromise patient or operator safety and may result in more severe equipment damage.

Event description:
It was reported that the device oev-262h monitor has no picture and no response. According to the reporter, the green led on the monitor was illuminated however, no image was showing and when display button was pressed, no response was received. There was no patient impact or injury reported due to the event.